Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients wound at the pocket had opened up. It was noted that there was no infection and it was not device related. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The patient was placed on antibiotics. The explanted devices will not be returned. No device malfunction suspected.

Manufacturer narrative:
(B)(6). The returned ipg was analyzed, passed visual inspection, and exhibited normal device characteristics.

Event description:
It was reported that the patients wound at the pocket had opened up. It was noted that there was no infection and it was not device related. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The patient was placed on antibiotics. The explanted devices will not be returned. No device malfunction suspected.